Event description:
While removing the catheter, it broke nad 2 1/2 cm was left inside the pt's left arm. The doctor was notified immediately and removed the catheter using fluoroscopy. Pt was discharged to go home in stable condition. The nurse stated that the pt's left arm had to be repositioned twice during surgery because IV was not flowing and that once when pushing IV med the crna felt some resistance that quickly resolved.

Manufacturer narrative:
Sent a prepaid mailing tube and label to the customer for the return of the sample. Opon completion of the investigation, a supplemental report will be submitted. Date submitted: 26 feb 2008.